Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter had a cracked display. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available to provide further information when attempted by medical surveillance (ms). The patient claimed that the meter issue occurred on (B)(6) 2015 at an unknown time. It is unknown what medications if any the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the issue however stated that on (B)(6) 2015 she was treated by a healthcare professional in a doctor¿s office with insulin. During troubleshooting the cca noted that there was misuse of the meter and the damage had been sustained by the meter being run over by a car. Replacement products were sent to the patient. This complaint is being reported because the patient reported receiving medical intervention from a healthcare professional after the alleged meter issue occurred.